Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cq2015a, +16.50 diopter, intraocular lens, tore during loading. There was no patient contact and the back up lens was used with no problem. Cause of event was unknown.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned in liquid in a lens case/vial. There was clear surgical residue on product. Visual inspection found the haptic torn and residue on the lens. Corrected data: work order search should be corrected to "one similar complaint type event was reported for units within the same lot" in the original MDR. (B)(4).